Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 452 mg/dl and 169 mg/dl. No quality controls were run. No adverse event reported. Customer no longer has strips that were used; a replacement was sent.